Event description:
Material # 309648, batch # 3276262. It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Product number - 309648, lot number - 3276262- found a hair inside of the 1ml syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One photo was provided to our quality team for investigation. The photo shows a single loose syringe with an unknown yellow gel-like solution inside the fluid path. It was also observed the presence of white hair stuck between the upper and lower part of the stopper outside the fluid path. The condition observed is non-conforming per product specification. The potential root cause for the foreign matter inside the fluid path defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3276262. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.